Manufacturer narrative:
Type of investigation code: b15, b17, b20. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient wad injected in the nose with juvéderm® volux¿. The following day, patient experienced a heat sensation. Hcp noted purulent drainage from the puncture site four days post injection. Patient was treated with compression and cravit prescription for 7 days. Symptoms ongoing.

Event description:
Healthcare professional reported patient wad injected in the nose with juvéderm® volux¿. The following day, patient experienced a heat sensation. Hcp noted purulent drainage from the puncture site four days post injection. Patient was treated with compression and cravit prescription for 7 days. Symptoms ongoing.

Manufacturer narrative:
Device analysis: visual analysis performed noting "no defect observed."